Manufacturer narrative:
Retainer ring=black. On 12/11/2021 customer called in with the following concern: device started beeping and medtronic logo on display and unexpected blank display. Patient was in the pool with the pump then pump started beeping. P-cap locked in place properly during testing. After battery installation unit received with constant flashing medtronic logo. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thump software due to display anomaly. Force sensor zero offset within spec (22.3mv). Device also received with cracked case(battery tube). In conclusion, customer concerns are confirm when constant critical pump error alarm was noted due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. On 12/11/2021 customer called in with the following concern: device started beeping and medtronic logo on display and unexpected blank display. Patient was in the pool with the insulin pump then insulin pump started beeping. P-cap locked in place properly during testing. After battery installation device received with constant flashing medtronic logo. Proceed it by cutting device open and perform visual inspection of connectors and electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thump software due to display anomaly. Force sensor zero offset within spec (22.3mv). Device also received with cracked case(battery tube). In conclusion, customer concerns are confirm when constant flashing medtronic logo screen was noted due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not returned. The customer had removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. It was also reported that the customer was in the pool with the insulin pump then insulin pump started beeping. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.